Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-02134 all information can be found under manufacturer report number 1416980-2025-02134. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was under-infusing medication and giving a system error during patient therapy in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.